Event description:
New information received indicates that the patient had no adverse consequences.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, patient¿s insertable cardiac monitor (icm) exhibited brady episodes due to under-sensing. Programming changes were discussed, but not made. The clinic will continue to monitor the patient. No intervention or patient condition was reported.

Manufacturer narrative:
The reported complaint of false bradycardia episode due to r wave undersensing was confirmed. The root cause was r wave amplitude occasionally became smaller than the programmed sensing threshold. The device is performing per design.